Event description:
Tandem diabetes care (tndm) t: flex (r) insulin pump serial number (B)(4) was refilled by the patient. After the fill process the patient noticed inconsistencies between the insulin loaded in the pump and the insulin shown as loaded in the pump. The patient contacted tndm about the problem and requested information related to the situation. Tndm technical support advised this was a known problem but there was "no known public information" about the inconsistencies available. Tndm technical support staff were asked if this had been reported to FDA medwatch. The reply was "no, it had not been reported." See prior notes. This medwatch report is to inform FDA of a failure to correctly measure available insulin in the insulin pump identified above.